Event description:
It was reported that the patient presented for a generator change procedure in the hospital. Prior to the procedure, it was noticed that the right atrial (ra) lead exhibited noise over-sensing which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: the correct b5 statement should have been "it was reported that the patient presented for a generator change procedure in the hospital. Prior to the procedure, it was noticed that the right atrial (ra) lead exhibited noise over-sensing which resulted in episodes of inappropriate mode switch. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure." Rather than "it was reported that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure."

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial (ra) lead exhibited noise over-sensing. The ra lead was capped and replaced on (B)(6) 2023. The patient was stable throughout the procedure.